Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger was making loud noises and wasn't working properly. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/ modem sn (B)(4) has been completed. The reported problem (making loud noises, not working properly) has been confirmed. Upon investigation the battery charger/modem fan was constantly running and the charger was resetting. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the charger bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.